Event description:
The customer contacted physio-control to report that during a preventative maintenance check on their device only the energy select up, nibp and CPR buttons were functional. In this state the critical functions of the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the interface pcb assembly and the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and the main keypad assembly. It was observed that several buttons including the charge and shock buttons were inoperable. Physio-control determined that integrated circuit (ic) chip, designator u5 on the interface pcb assembly caused the reported failure.